Event description:
It was reported that during a laparoscopic nissen procedure, the device worked for the first 5 minutes of the case then failed. It simply did not work at all. Another device was used to complete the case with no further incident. No patient consequence. One device returning.

Manufacturer narrative:
Cracked blade. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. The device was tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.